Event description:
Beginning a carotid arteriogram on the patient. The hiwire was placed through the seldinger style, one piece access needle. Upon placement of the hiwire through the metal needle cannula, a segment of the outer plastic wire body, about 6 inches in length, was noted to be separated from the main body of the wire guide. This segment is reported to have located itself in the femoral artery and a retrieval procedure was commended to extricate the segment of the wire guide body from the patient's arterial system. This retrieval was successful.

Manufacturer narrative:
Evaluation: the customer has returned the complaint device in a used and damaged condition. A visual examination confirmed a section measuring approximately 21.9 cm of the polymer material was sheared off the shaft material at the distal end of the device. A small section of the polymer jacket was intact at the most distal end. Measuring approximately 1.1 cm. The characteristics displayed suggest the device came into contact with a sharp object thus creating the separated segment. We encourage our customer to reference the supplied information for use booklet prior to use where we state: "avoid manipulating or withdrawing the hydrophilic wire guide back through a metal needle or cannula. A sharp edge may scrape the coating or shear the wire guide. A catheter, introducer sheath or vessel dilator should replace the needle as soon as the wire guide has been inserted in the vessel."